Event description:
The user facility reported that they had experienced a total of four colon perforations associated with colonoscopy procedures over a period of six months. The users had inquired, if the air pressure on the light source may have been a contributory factor. No information was provided regarding the status of the patients.

Manufacturer narrative:
Olympus followed up with the user facility, and was informed that two events had reportedly occurred in 2009, and two about 5 months later. The user facility has been contacted several times via telephone and in writing for additional detailed information regarding this report, but has not provided additional detailed information regarding the reported events. The cause of the reported phenomenon could not be determined. If additional information becomes available at a later date, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution. Cross-reference MFR. Report numbers: 8010047-2009-00166, 8010047-2009-00167, and 8010047-2009-00168.